Event description:
The customer reported the ventilator would not power on. The ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The manufacturer's service technician confirmed the unit would not power on. Review of the ventilator diagnostic log confirmed a 35volt failure occurrence which may result in a shut down of the device during operation. The service technician replaced the power management and motor controller pcb boards to address the finding. Final testing was completed and passed to operating specifications.

Manufacturer narrative:
Printed circuit board (pcb).